Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a hematoma at the insertion site and hematuria. The pump was repositioned and a femostop was applied. The patient is in stable condition.

Manufacturer narrative:
Investigation summary: no product return. Hematoma / asae : patient had a hematoma to insertion site and dark red urine. The cause of the asae was not determined due to no product return and insufficient clinical details. Hematuria: clinical details note dark red urine during the case. The cause of the injury was not determined due to insufficient clinical details.